Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated the high blood glucose readings with injection. The customer's mother stated that the pump was rattling. The mother stated that she puts her finger in the piston and the rattle stops. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.